Manufacturer narrative:
No harm to pt was reported. (B)(4). Event eval: still under investigation.

Event description:
The PICC line was placed in the pt properly on (B)(6) 2011 and on (B)(6) 2011 started to have trouble. The PICC line infiltrated into the pt. Required several dressing changes. After replacing the PICC line, it was noticed there was a crack in the PICC line. No harm to pt. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.